Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer's printer was not working properly and paper jams. It was determined at analysis that the programmer failed the final systems testing due to intermittent touchscreen response. An electromagnetic interference repair was performed to fix the screen issues but the issue was not resolved. Micro processor unit (mpu) was replaced and the hard drive was upgraded from 20gb to 40gb to resolve the touchscreen issue. It was also noted that the keyboard latch was not working and fan was noisy. Reconfigured, reloaded, and updated software and the programmer then passed all final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's printer was not working properly. It was noted that the printer experienced paper jams, causing the edge of the paper to get folded or come out one sheet at a time. The programmer was returned as part of an inventory reduction initiative and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.